Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager hardware repeatedly failed. The device experienced repeated lock failures, which had been occurring for over a week and worsened on the day of the report, with the lock failing multiple times daily. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager lock was failed and had repeated hardware failure. A field service engineer performed an operational check and confirmed that the system passed with no issues detected. The fse readjusted the hasp, ensuring the door closed smoothly, and no failures were registered, then verified with the customer that the station was functioning properly and confirmed the results in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.